Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a clinical study patient was implanted in the right eye with a xen®45 gts. The next day patient had mild corneal edema and mild shallow anterior chamber. The corneal edema resolved three days later with no treatment. On the date the corneal edema resolved, patient had events of mild conjunctival hyperemia and mild decrease in best corrected vision start. The events of mild conjunctival hyperemia, mild shallow anterior chamber, and mild decrease in best correct vision would all resolved about four weeks after the initial implant. The mild shallow anterior chamber and mild conjunctival hyperemia needed no treatment, however it was noted the decrease in vision required both medical and surgical intervention to resolve. About 2 and a half months later after these events resolved, patient would have another mild occurence of hyperemia that lasted for about 6 months, ultimately resolving with no treatment.

Event description:
Additional information received noting that an operation to treat the decrease in vision occurred about two weeks after this adverse event began. Operation was an adjustment of "the position of the drainage valve to move 0.5mm towards the conjunctiva under the right eye surface anesthesia" as "low iop caused by excessive filtration" affected the clinical patient best corrected visual acuity.